Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on 30oct2003 via the left internal jugular vein due to dvt (deep vein thrombosis). Patient is alleging vena cava perforation and that the ivc filter is embedded in the patient's vena cava. The patient is further alleging chest pain, back pain, shortness of breath, and inability to "play in outside activities" because of the pain. Per a report from CT (computed tomography) dated 12may2017, "there is evidence of ivc filter perforation with extension of at least two limbs of the ivc filter more than 3 mm outside the wall of the ivc."

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ the following allegations have been investigated: perforation, embedment, chest pain, back pain, shortness of breath, and inability to "play in outside activities" . Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The device is manufactured and inspected according to current controls. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported chest pain, back pain, shortness of breath, and inability to "play in outside activities" are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professionals. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2003. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.